Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. Reportedly, the customer was hospitalized but could not recall the specific date or additional information regarding the hospitalization.